Event description:
It was reported during knee arthroplasty that the articular surface could not be seated in the proper position on the tibial tray. As a result, another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona stemmed cemented tibial component right size d catalog #: 42532006702 lot #: 66570539 g2 - report source - foreign: the event occurred in japan the complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned articular surface confirmed that the dovetail feature was flared out and one side of the condyle was found to have a hole through it. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.